Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that the patient experienced an occlusion event on (B)(6) 2026, caused by using an inverted cartridge during air removal. The blood glucose level was 586 mg/dl and was treated with a correction injection via multiple daily injections (mdi). No further information available.